Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Visual exam found cracking near the first metal pin at the proximal end of the handle. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the curved black handle cup impactor was crack, rp and fb impactors were crack. No surgical delay.